Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (08/04/2016).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on(B)(6) 2009 and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with pop. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to vaginal mesh exposure. It was reported that the patient underwent mesh revision on (B)(6) 2013 due to defecatory dysfunction, obstipation, chronic pelvic pain, dyspareunia and mixed urinary incontinence. (B)(4).